Manufacturer narrative:
The k electrode expiration date was not provided. The c501 (ul) v module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 6 patients¿ samples tested on a cobas 6000 c501 (ul) v module. Results for the potassium (k) test were affected. Patient 1: initial result: 3.0 mmol/l. Repeat result: 4.5 mmol/l. Patient 2: initial result: 3.8 mmol/l. Repeat result: 4.8 mmol/l. Patient 3: initial result: 4.4 mmol/l. Repeat result: 4.9 mmol/l. Patient 4: initial result: 5.5 mmol/l. Repeat result: 4.5 mmol/l. Patient 5: initial result: 6.7 mmol/l. Repeat result: 4.5 mmol/l. Patient 6: initial result: 3.1 mmol/l. Repeat result: 3.91 mmol/l. The medical providers questioned the initial results, and the samples were repeated on a different cobas analyzer. The repeat results were deemed to be correct. Reportedly, amended reports with the correct results were issued on (B)(6) 2025.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, and g1 were updated. The visual check of the sample did not show any abnormality. The qc recovery was within the acceptable range. The alarm trace did not show any abnormality. The customer was able to resolve the issue by conditioning the ion-selective electrode (ise). No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event could not be determined.